Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. On (B)(6) 2012, the reporter stated the patient obtained blood glucose results of ''537 and 240 mg/dl'' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with an insulin pump. It is not known if the patient made changes to her usual diabetes management routine. At 9pm that same evening, prior to the start of the alleged issue, the reporter claims the patient was experiencing an increase in urination. The patient was administered an increased dose of humalog insulin (1.1 units) as treatment. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was unable to walk the reporter through quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.